Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away due to brain cancer. There were no reports of issues related to the implanted device prior to the passing. Nevro attempted to confirm the cause of death from a healthcare professional but no additional information was available.